Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8239960. Customer states that the needle hub separated from syringe into needle shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8239960. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200775957, 200776137, 200775933, 200775825] noted for cracked hubs. There was one (1) notification [200775974] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19sep2019, holdrege received a complaint, via a picture, from material 328468, batch 8239960. Visual inspection of the picture found the needle assembly detached from the barrel. No damage was observed on the hub or the barrel tip. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Maintenance dispatch 40627 was created for raised needle assemblies. The issue was fixed by adjusting the shield press station. This batch was produced before acr19-04-007 and scr19-04-003 which addressed the issue of needle hub separation by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see section h.10.

Event description:
Material no. 328468, batch no. 8239960. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from syringe into needle shield. The following information was provided by the initial reporter: consumer reported that the needle hub separated from the syringe before injection and stayed in the shield, consumer does not re-use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328468 batch no. 8239960. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle hub separated from syringe into needle shield. The following information was provided by the initial reporter: consumer reported that the needle hub separated from the syringe before injection and stayed in the shield, consumer does not re-use.